Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered two blood glucose (bg) levels and the customer reported that the bg values were not recorded in the pump history. Review of t:connect pump logs showed that there was no button interaction to unlock the pump screen at or around the times the customer entered the bg values. Reportedly, the customer maintained that the bg values were inputted and not recorded in the pump history. The customer's blood glucose level was 173 mg/dl.